Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's site had failed to head on (needle), into the connection- tubing's- prongs, because one prong was filled with metal. Reportedly, the infusion set tubing came apart. No further information available.